Event description:
The customer reported experiencing a cartridge alarm 30 multiple times, indicating a recurring issue with their device. There was no adverse impact to the customer¿s blood glucose level. The customer initially attempted to resolve the issue by removing and replacing the cartridge, but the problem persisted. During a call with technical support, the customer successfully completed the load sequence using a second cartridge after a guided attempt. No further assistance was required as the issue had not recurred.